Event description:
The recipient reportedly experienced a head trauma incident and underwent surgery to reposition the device. During surgery, an infection and cholesteatoma were found. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient's infection has reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly presented with skin breakdown at the incision site prior to revision surgery. The recipient was given antibiotics for the infection, which has resolved. The external visual inspection revealed tool damage to the top cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medial reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly has a history of charge syndrome. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.